Event description:
Customer reported that the device had a service indication, fault codes logged in the memory and would lock-up. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the main pcb assembly parts information to repair device. Follow up with customer found that the biomed replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to use.